Event description:
Caller reported a malfunction on pump, which did not cause blood glucose levels to exceed 500 mg/dl. Technical support arranged to send a replacement pump, advising caller on using a backup insulin pump or mdi to ensure uninterrupted insulin delivery. Caller was provided with instructions on pump software updates and storage, confirming understanding and receipt acknowledgment of field correction notice.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.